Event description:
A customer contacted beckman coulter (bec) to report that a coulter lh 750 hematology analyzer was leaking clear fluid. The volume of the leak is unknown. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results with regard to this event.

Manufacturer narrative:
A field service engineer (fse) went on-site and observed that the source of the leak was at the differential module where the sheath line attaches to the y fitting (vl46b). Vl46b is the pathway for pressurized diluent to flush the lower flowcell chamber. Fse replaced the affected tubing that had a pin hole. The leak was resolved and no further evidence of leaking was observed. The cause of the leak was a pin hole in the tubing at vl46b. (B)(4).